Event description:
It was reported that during a posterior lumbar fusion of l4-s1, after inserting matrix pedicle screws, surgeon inserted threaded distractor tips into screw heads to distract the inter-body. The surgeon then inserted the matrix distractor rack, but when the surgeon began to open the distractor, one of the tips broke off of the instrument. Surgeon removed the distractor rack and retrieved the broken distal tip out of the threaded distractor tip. Another distractor rack was available for the surgeon to use. After final tightening, surgeon decided to reposition the rod. Surgeon was unable to remove the locking caps with the torque limiting handle. He then used a regular t-handle. Surgeon was able to remove the locking caps with the t-handle, however, he warped the distal tips of the long matrix screwdriver shafts while doing so. Locking caps were reinserted using the short screwdriver shaft. Surgeon was able to complete the procedure with no further problems or harm to patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.